Event description:
Information was received from a consumer regarding a patient receiving baclofen (concentration, dose, lot number, and brand unknown by the reporter; the reporter thought the concentration was 1000 mcg/ml) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016, the patient reported that the pump was alarming. She was looking for a new pump managing physician as she was having complications with her current physician; he was not willing to refill her pump due to insurance issues. The pump was supposed to be filled on (B)(6) 2016. The patient was told to go to the hospital to meet the hcp (healthcare professional) last night and the hcp would refill the pump. The medication at the hospital was not the same as what she needed. The patient had no symptoms. Additional information was received from the patient on (B)(6) 2016 and she reported that she was told to go to the ER (emergency room) to have saline put in the pump because the physician was not able to fill the pump. The patient was going to take oral baclofen until the pump could be refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.